Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (hcp) meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced shaking, nausea and vomiting. The customer had to visit the hospital and was given medication for their nausea by an hcp. A reading of 212 mg/dl was obtained on the hcp meter and customer received unspecified medicine for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 54 mg/dl was compared to a hcp meter reading of 350 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.